Event description:
This report is being filed after subsequent review of the following journal article, salem, k.h. (2012). Critical analysis of tibial fracture healing following unreamed nailing. International orthopaedics (sicot), 36, 1471-1477. The author reviewed 160 diaphyseal tibial fractures in 158 patients (105 men, 53 women, mean age 39.5 years) to evaluate fracture healing using unreamed nails and to determine the variables that influence bone union following such procedures. Patients were treated between april 1991 and december 2002 with a synthes ao unreamed tibial nail in a level 1 trauma center. Patient, injury, and surgery variables were analyzed for their influence on fracture healing. Union occurred in all fractures after a mean time of 24.3 weeks. Thirty-six fractures had a delayed or non-union; additional surgery to achieve union was performed in nine cases. Malunion was seen in 16 fractures. Deep infection occurred in three cases. The author concluded that the most important variables affecting healing were the mechanism of trauma, fracture site gap, degree of comminution, associated soft tissue injuries, and the time to dynamization. This report is for an unknown tibial nail. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Salem, k.h. (2012). Critical analysis of tibial fracture healing following unreamed nailing. International orthopaedics (sicot), 36, 1471-1477. This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.